Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exertional dyspnea, lightheadedness, and fatigue. Atrial undersensing was noted on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.